Event description:
It was reported that the patient experienced hypoglycemia while wearing the pod on the infusion site leg longer than 48 hours, resulting in a medical event requiring paramedic intervention. The issue reportedly began approximately one week prior while the pod was being used in manual mode without a sensor, as the patient¿s phone was not compatible with the dexcom app, and use of a dexcom receiver prevented integration with the omnipod 5 app. The patient reported reliance on fingerstick blood glucose monitoring approximately two to three times per day due to limited test strip availability. During use, the patient reported an episode in which blood glucose levels decreased to 40 mg/dl or lower, accompanied by symptoms of fatigue, weakness, and dizziness. The patient attempted self-treatment by consuming food but subsequently laid down and believes loss consciousness. Upon regaining consciousness, paramedics were present in the home and provided treatment, including administration of an intravenous infusion and glucose tablets; however, the specific medication or solution administered via IV is unknown. Medical attention was received at the patient¿s home on (B)(6) 2026, and the patient was not transported or admitted to a healthcare facility. The reported diagnosis at the time of treatment was hypoglycemia. The length of paramedic visit was not reported. At the time of reporting, the patient had recovered following on-site treatment and the paramedics departed once the patient was stabilized. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.